Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. Based on technician statement, no parts were replaced. The device works according specification and was delivered to the user in working condition. Evaluation of received device's logs confirms occurrence of airway pressure high and continuous pressure high alarms. Initially reported error for the apl (adjustable pressure limit) will not lead to high pressure as safety valve is redundant opened to reduce pressure. The system will automatically set the apl pressure to 15 cmh2o in infant patient category and to 20 cmh2o in adult patient category. Therefore, this particular error is not considerate as safety related issue. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated an error for the apl (adjustable pressure limit) valve indicating that the apl pressure was exceeded. Alarms for high airway pressure was found in the logs. There was no patient harm. Manufacturer's reference #: (B)(4).